Event description:
It was reported that the patient experienced low glucose while using the ilet on the first day of pump use, with blood glucose decreasing to 61 mg/dl overnight, rising to 119 mg/dl, then dropping to 75 mg/dl when a low glucose alert occurred; the patient treated the initial low with yogurt and subsequently ate a meal in response to the alert without announcing a meal bolus, and education was provided to treat lows with fast-acting carbohydrates per 15 g/15 min guidance and to announce meals once glucose has returned to range so the system can dose appropriately. Symptoms included hypoglycemia. Outcomes included self-treatment with oral carbohydrates and recovery without escalation of care. Investigation included technical support review and user education. Investigation of this case revealed user management of hypoglycemia with food instead of a measured fast-acting carbohydrate treatment and no device malfunction was identified. It was concluded that the event was consistent with hypoglycemia of unclear cause with contributory user treatment approach and that the device functioned as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.